Manufacturer narrative:
Pending device return and evaluation.

Event description:
During a reverse procedure, the surgeon drilled the pilot hole and reamed using the starter reamer and then the 38 mm non-cannulated reamer. As he was reaming, the reamer spun off its intended axis of reaming. Upon investigation, the tip of the reamer had broken off and was believed to be situated inside the patient. The surgeon spent considerable time trying to take out what he thought may have been the tip, but on each occasion it was found not to be the tip and eventually he left situation in the glenoid what he deemed was the tip, as it appeared too deep to extract.

Manufacturer narrative:
Engineering evaluation noted that the broken reamer reported was likely the result of reaming off-axis, which allowed for a torque on the tip of the device, leading to ultimate failure. The clinical outcome of the case was satisfactory.

Event description:
During a reverse procedure, the surgeon drilled the pilot hole and reamed using the starter reamer and then the 38mm non-cannulated reamer. As he was reaming, the reamer spun off its intended axis of reaming. Upon investigation, the tip of the reamer had broken off and was believed to be situated inside the patient. The surgeon spent considerable time trying to take out what he thought may have been the tip, but on each occasion it was found not to be the tip and eventually he left situation in the glenoid what he deemed was the tip, as it appeared too deep to extract.